Event description:
The customer's mother reported her son's blood glucose and insulin history as follows: time, bg (mg/dl), bolus (u): 12:45, 116, 2.50u; 2:22, 237, .050u; 3:38, 364, 2.20u; 4:36, 445. The pod was then removed and she noticed the cannula looks kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the prod lot met all acceptance criteria. The omnipod's user guide warns to "test results greater that 250 mg/dl mean high blood glucose (hyperglycemia. If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."